Event description:
The customer observed false positive architect total hcg result for a patient when compared to another method which generated a negative result. The sample was repeated and the result was negative. The following data was provided: on (B)(6) 2023 sid (B)(6) : initial result = 1003.2 miu/ml (positive); repeat result = <1.2 miu/ml (negative). Colloidal gold method = negative . No impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2023-00097-01 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the vortexer assembly and the sample probe. No additional discrepant result issues have been reported since the service activity was completed. The vortexer assembly was determined to be the likely cause of the issue. An instrument service history review revealed no additional service tickets associated with erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the architect system, the likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module serial number (B)(6) was identified.

Event description:
The customer observed false positive architect total -hcg result for a patient when compared to another method which generated a negative result. The sample was repeated and the result was negative. The following data was provided: (B)(6) 2023 sid (B)(6) : initial result = 1003.2 miu/ml (positive); repeat result = <1.2 miu/ml (negative) colloidal gold method = negative. No impact to patient management was reported.